Event description:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator, indicating that the device failed the operational test. The fse evaluated the device on site. It was determined that the paddles were not correctly placed during the operational test; after repositioning the paddles in the proper position, the device passed the operational test, and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse placed the paddles in the proper position to resolve the issue, and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Reporting institution name:(B)(6).